Manufacturer narrative:
The lot number 22g149 was verified and has been confirmed to be released by the company. The batch record, qc test reports (10-aug-2022), and qc final inspection review check list (17-aug-2022) were analyzed and it has been determined that the product was released within final release specifications. The retrospective review of the batch file shows that no element could explain these issues.

Event description:
Based on the information/report provided by the injector, a patient, a 23 years old female, was injected with 0.9 ml revanesse lips+ (with lidocaine) in lips on (B)(6) 2022. On (B)(6) 2023 the patient returned felt filler was migrated, so injector placed hylenex above the lip boarder. Injector followed up 2 weeks later, patient felt migration was corrected. On (B)(6) 2023 , the patient returned to the clinic and said her lips were swollen, purple in discoloration, firm and ware. The patient did have sun exposure. Zyrtec, pepcid, and benadryl at night were prescribed. No improvement a week later. On (B)(6) 2023 doxycycline was give to the patient with no resolution. On (B)(6) 2023 medrol pack was prescribed. As of (B)(6) 2023 filler concerns resolved. The patient was given the option to dissolve, she declined. The lot number 22g196 was verified and has been confirmed to be released by the company. The batch record, qc test reports (10-aug-2022), and qc final inspection review check list (17-aug-2022) were analyzed and it has been determined that the product was released within final release specifications. The retrospective review of the batch file shows that no element could explain these issues. In addition, in order to make a suitable medical analysis of the case, the prollenium medical director has requested the clinic for information pertaining to (1) more details of adverse events (2) after injection photos.